Event description:
Information received indicates the head section is not holding in the raised position.

Manufacturer narrative:
The technician replaced the head section gas spring to repair the stretcher.